Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion too low which was not reproduced during evaluation. Occludes at 5psi were verified through a review of the event history log and found that the downstream tubing guide was out of specification which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a downstream occlusion too low during delivery (medication, programmed amount and delivery rate unknown). There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.